Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump received an off no power alarm. Customer changed the battery and the insulin pump did not show any battery bars also the device alarmed a failed battery test. Customer's blood glucose level was 120 mg/dl. After troubleshooting, customer was advised that battery cap will be replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions until the replacement battery cap arrives. Customer will not be sending back the device for analysis.